Event description:
It was reported that a patient experienced suspected peritonitis coincident with peritoneal dialysis (pd) therapy. It was reported that the patient was taking unspecified antibiotics (unspecified indication) for the last 15 days (dates not reported). It was not reported whether the patient was hospitalized for the event. The outcome of the suspected peritonitis was unknown. No additional information is available at this time. This is report 1 of 4 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted. (B)(4).